Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 52 mg/dl at the time of incident. Customer declined trouble shooting for hypoglycemia. The insulin pump and reservoir will not be returned for analysis.